Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the stimulation had not worked for pain in the lower back since implant. The patient¿s stimulation was not strong enough in that area. A physician¿s assistant told the patient to contact a manufacturer representative for reprogramming. The patient had a doctor¿s appointment scheduled for (B)(6) 2016 at 9 am and was to follow-up with a health care professional. Additional information received from the manufacturer representative (rep) reported that the patient stated she had fallen five times in the last year and the stimulation has not felt the same ever since. They attempted to reprogram the patient and were unable to capture good coverage for her. She mainly felt stimulation in the abdominal area where she does not want it. She was told to make an appointment with her surgeon who implanted her ins for a follow up. The cause and resolution of the event was not known at the time of this response.

Manufacturer narrative:
Corrected information: sex, date of birth.